Manufacturer narrative:
No unexpected critical pump error (open book image) or audio/beep anomalies noted during testing. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 224mg/dl at the time of incident. Troubleshooting found that the pump continuously beeps. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.